Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported the patient had a change in therapeutic effect. The patient had a increase of baseline pain and return of symptoms. The patient had a "little bit of relief" in the beginning. The patient went out of town, and their healthcare professional (hcp) lowered "it". The patient was in a lot of pain and her legs were hurting bad. When the patient would get out of a car, her legs would just "give out". The patient was filled on (B)(6) 2014 and felt "ok" for about a week or two. The past week, the patient doesn¿t "even get dressed". The patient had a lot of neck pain, but was told by their hcp that the "pump wouldn't go up high enough for the neck pain. If I use my arm too much, I get nauseous and have to lay down to get my neck to quit hurting. He doesn¿t want to give me pain pills with it". The patient has "felt so bad this past week" and they could hardly get up and walk or move. The patient had been in bed for a week and that was not like them. When the patient was on pain pills, they could get up and do things, but when it hurt, they had to lay down. Their legs felt like they weigh 1000 pounds. The pump was helping them, but they don¿t think "it's high enough". The patient was getting less than 2 mg of everything. It was indicated the hcp would increase the medication, but had waited 10 weeks and their appointment was in 10 weeks. It was believed that the medications were not back up to the "prior to going out of town" amount. The pump contained fentanyl, bupivacaine, saline and morphine. It was further reported the cause of the event was a "malfunction of pump". The patient was "stable and being monitored for further failures".